Manufacturer narrative:
Findings: pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify frozen screen anomaly, button error alarm due to blank display. Pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot. No crack on lcd glass noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer was assisted with pump exposed to fluid troubleshooting. The customer¿s blood glucose was unknown at the time of the incident. The customer stated the insulin pump was exposed to perspiration when they went for a run. The customer also stated that they was fluid under the lcd display. The insulin pump was not dropped but there was a slight crack on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for button error was also performed as the customer stated that after their run, they noticed the button error. Customer stated that the clock on the insulin pump did not advance when observed for one minute. The customer was advised that the insulin pump needed to be replaced. The insulin pump was returned for analysis.